Manufacturer narrative:
Other text: h6 and h10 updated. Additional information provided by the customer, there was no patient involvement. Therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0186479 is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported the pump alarmed system failure. No patient involvement reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.